Event description:
It was reported that; on (B)(6) 2015, l4-s plf with xia3 was performed for l5 vertebral body fracture. When surgeon tried to tighten a blocker to a screw on right side of s, the blocker did not be tightened to 12nm. It got loose before 12nm. The surgeon exchanged the screw and blocker to other new one and finished the surgery. About 10 min surgical delay.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the device was inspected and it was confirmed that the space between tulip petals was smaller near the base than it was at the top of the tulip. Damage and deformation was observed on the top threads of the tulip which suggest misalignment and cross threading of the blocker and tulip. Conclusion: the most likely cause of the reported event is misalignment during blocker insertion leading to cross threading and tulip splay.

Event description:
It was reported that; on (B)(6) 2015, l4-s plf with xia3 was performed for l5 vertebral body fracture. When surgeon tried to tighten a blocker to a screw on right side of s, the blocker did not be tightened to 12nm. It got loose before 12nm. The surgeon exchanged the screw and blocker to other new one and finished the surgery. About 10 min surgical delay.